Manufacturer narrative:
Upon receipt, the device was interrogated and normal communication was stablished. After decontamination, a visual inspection was performed where no anomalies were observed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Functional test results indicated normal device behavior. The reported event of failure to interrogate was not confirmed.

Event description:
During a device preparation, the device was unable to be interrogated. A new device was implanted successfully. The patient was stable.